Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, an aortic valve replacement was performed and this 27 mm sjm epic valve was implanted. On (B)(6) 2017, the valve was explanted and replaced with new prosthetic aortic valve (size and type unknown). Concomitant procedure included coronary bypass grafts being performed on this third time redo.

Manufacturer narrative:
The results of this investigation concluded there were tears in all three cusps. There were degenerative changes in all three cusps with marked thinning and loss of collagen fibers. Cusp 2 contained a small focus of organizing thrombus on the outflow surface. No acute inflammation or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown